Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿no significant anomaly ¿ acceptable catheter testing¿. Conclusion / result code are no longer applicable for this event.

Manufacturer narrative:
Other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 1.6mg/ml at 1mg/day and bupivacaine 10mg/ml at 6.75mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient experienced increased pain which continued to escalate over time. The patient first started to experience the pain (B)(6) 2016. An MRI was done and it indicated there could be a granuloma. The cause of the granuloma was not determined. A dye study was also performed and they were not able to inject contrast. The pump and the catheter were explanted and replaced. The issue was not resolved at the time of the report. The patient status was noted to be alive, no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.